Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d4, d6a, d6b, g4, h.6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "denture rupture with gel shedding". This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.